Manufacturer narrative:
E1 - initial reporter establishment name : (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited a blackout image and an incompatible scope error (e315). The issue occurred during sedation for a diagnostic endoscopy while the device was inside the patient, and the procedure was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to repeated physical stress, resulting in deformation, damage, and poor contact of the scope connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.